Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 90-110mg/dl - fasting. Strip expiration date is 05/31/2018 and strip open date is week of (B)(6). Reviewed meter memory (date / time not set): 104mg/dl (B)(6) 2015 08:22:00 am fasting:yes; 142mg/dl (B)(6) 2015 08:18:00 am fasting:yes; 129mg/dl (B)(6) 2015 08:05:00 am fasting:yes; 76mg/dl (B)(6) 2015 08:01:00 am fasting:yes; 127mg/dl (B)(6) 2015 08:33:00 am fasting:yes. Customer was comparing the results of his true result 140 mg/dl with his contour meter 221mg/dl from (B)(6) 2015 at 8:15 am. Meter and strips not stored properly - in the kitchen.